Event description:
The physician was using an assurant cobalt device to treat a lesion in the common iliac artery which exhibited 70% stenosis and was calcified. The lesion was pre-dilated prior to the advancement of the device. 50% stenosis remained after pre-dilation. The device was inspected prior to use with no abnormalities. No resistance was felt prior to the dislodgement. Force was used to deliver the device on the wire across the lesion. An attempt was made to pull the undeployed stent back into the guide catheter but this failed. It was reported that the stent dislodged in the target vessel and the patient was sent to surgery for removal of the stent. The patient status post procedure is stable. Stent evaluation. The assurant cobalt stent was returned to medtronic for evaluation. The stent was entangled in an unidentified self-expanding stent and snare. The 1st stent segment at one end of the stent was pinched. The next eight segments were intact. The remaining segments were deformed and entangled in the other stent and snare. Cine image review. One still image provided by the account showing a device positioned in the iliac vessel.

Manufacturer narrative:
(B)(4). Results: patient's condition affected effectiveness of device ( calcified, stenosis present). Failure to follow instructions (force applied during advancement). Conclusion: device failure/lack of effectiveness related to patient condition (calcified, stenotic lesion). User error contributed to event- force applied to device during advancement.